Event description:
The ge oec 9900 fluoroscopy system had the power cord pulled out of the wall outlet and the system would not reboot.

Manufacturer narrative:
A ge oec service rep investigated the issue, removed and replaced the system hard drive and reloaded software. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.